Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of 20 mmol potassium phosphate was initiated at a rate of 37.5 ml/h to infuse over 4 hours; after approximately an hour and a half the bag was empty and the pump was infusing from the primary bag. There was no patient harm. The hospital's biomed performed preventive maintenance testing on the device and reported finding faulty pressure sensors but no report of any rate accuracy issues.